Event description:
It was reported that the patient was experiencing numbness in the left leg and it affected the bowel movement. The patient underwent a rehabilitation to gain strength in the left leg and was doing well.